Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex, dianeal pd2 ultrabag and extraneal viaflex therapies. On an unreported date, the patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized or received remedial treatment for the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. Baxter will continue to monitor similar reports to determine if further actions are required.